Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following reported of aneurysm enlargement and secondary reline endovascular procedure. Clinical was also able to find substantial evidence to refute the following reported of type v endoleak, rather is was a type 3b endoleak with stent dilation. Also clinical was able to find substantial evidence to support the additional findings of; index procedure, (B)(6) 2013, a non-endologix self-expanding stent in ril for orientation of limb in an angulated common iliac and a non- endologix stent in reia for pre-existing stenosis were implanted. Also a type 2 endoleak in the lumbar was discovered. On (B)(6) 2017, a type 3a endoleak between the main body and the cuff was discovered. An additional non-endologix self-expanding stent in ril for orientation of limb in an angulated common iliac was implanted. The most likely cause of the compromised stent graft integrity (type 3 endoleak) was related to the strata graft material. The calcifications at the aortic bifurcation likely contributed to the event. Associated clinical harms for this event included: type iiib endoleak, aneurysm enlargement and secondary endovascular procedure. The most likely cause of the loss of seal (type 3a endoleak) was related to the use of an undersized main body for the pre-existing suprarenal cuff (user error). The 34mm suprarenal cuff was too large for the 28mm main body reline placed inside. Associated clinical harms for this event included: type iiia endoleak. There was no device related issue involving the type ii endoleak seen at implant the cautionary product use condition, patent lumbar arteries, likely contributed to the procedure related harm: type ii endoleak. The type ii endoleak appears to have resolved. The final patient disposition was discharged home in fair condition of post-operative day three. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiia endoleak. The root causes have been identified as; patient anatomy including large aneurysms, aneurysm sac angulation, significant aortic neck angulation and lack of thrombus; patient conditions including disease progression or anatomical changes post implant; off label product use including patient anatomy, overlap length, oversizing between components, and placement of the devices within the anatomy of the patient. Endologix implemented the following corrective actions to reduce the type iiia endoleak events; sizing guidance and instructions were updated in the IFU and released on (B)(6) 2015, field training was completed by (B)(6) 2015. Since the corrective actions were implemented the type iiia events have been reduced significantly and are well within the acceptable range per our risk assessment. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to less than 0.2%. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. These types of events will be monitored and trended as part of the quality system.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2013, the patient was initially implanted with a bifurcated stent and a suprarenal extension. On (B)(6) 2013, endologix became aware of sac growth with a type v endoleak. On (B)(6) 2017, the physician elected to reline the original implant with an afx2 bifurcated stent graft to resolve the reported event. There have been no additional patient sequelae reported.